Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder during blood collection, customer reports that "black part" moved, preventing the blood flow into the tube. The following information was provided by the initial reporter. The customer stated: "according to the nurse, the patient had an arterial puncture. When the tube was inserted into the sampling body, the striker (black rod) twisted. The blood did not pass into the tube. Blood was everywhere in the "vacuette". The patient had to be pricked again." When the tube was inserted into the body, the black part moved, preventing the sample from being taken. The blood went past it. The patient had to be pricked again.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. In this MDR, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. As nipro is an OEM manufacturing site.

Manufacturer narrative:
H.6 investigation summary bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage with the incident lot was not observed. The photo shows the sleeve fully covering the non-patient cannula. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and another 8 by functional testing, each used to draw vacutainer tubes with water, and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder during blood collection, customer reports that "black part" moved, preventing the blood flow into the tube. The following information was provided by the initial reporter. The customer stated: "according to the nurse, the patient had an arterial puncture. When the tube was inserted into the sampling body, the striker (black rod) twisted. The blood did not pass into the tube. Blood was everywhere in the "vacuette". The patient had to be pricked again." When the tube was inserted into the body, the black part moved, preventing the sample from being taken. The blood went past it. The patient had to be pricked again.